Manufacturer narrative:
Corrections: d4, h4, h6 (results code). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was diagnosed with intrabdominal abscess on (B)(6) 2018. There was no admission. She had symptoms of abdominal swelling and purulent damage. Initially she was placed on doxycycline before switching to minocycline, then put back to doxycycline, stopped, then cephalexin, and then off.